Event description:
Attempts for additional information have been unsuccessful.

Event description:
Manufacturer review of a patient¿s vns programming history identified that a faulted systems diagnostics test occurred on (B)(6) 2012 which caused the patient¿s vns settings to change to undesired settings of 0ma/20hz/500 pulsewidth/30 sec on/60 min off. It is unknown if the settings were corrected. Attempts for additional information are in progress.

Manufacturer narrative:
Analysis of programming history.